Event description:
During a c-section procedure, the bovie was being used intraoperatively in the abdomen. There was a visible spark at the bovie tip. The bovie was removed from the abdomen and a small flame was visible. The flame spontaneously diffused. The patient was grounded properly and the bovie tip was properly in place. There was no patient injury.